Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 513 mg/dl at the time of the incident. The customer's blood glucose was 397 mg/dl at the time of call. The customer stated that she was still at the hospital at the time of call. The customer also reported that she felt nauseous and was vomiting. The time of the hospitalization was 1:45pm and the date of the hospitalization was (B)(6) 2015. The customer stated that the insulin did exit during fixed prime. The customer was unable to continue troubleshooting for the no delivery alarm at the time of call. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.